Manufacturer narrative:
(B)(4). B3: date of event - correction. B5: describe event or problem - correction. D4: UDI - correction. G3: date received by manufacturer - correct date received by mfg for initial MDR submission ¿ correct date should be 4/3/2024. G3: date received by manufacturer - additional information for supplemental MDR g6: type of report - follow-up. H2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.